Event description:
Zoll m series defibrillator was being used for cardioversion. "Charge" button had to be pressed three times before it would charge. Biomed tested the unit and confirmed that the charge switch was defective.